Event description:
It was reported that an asymptomatic patient was presented for a routine device check and the lead exhibited noise and oversensing. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil which is consistent with abrasion caused by friction to device can. This could have contributed to the reported noise problem.

Event description:
New information notes that the device was explanted on (B)(6) 2014 and was replaced.